Event description:
It was reported the patient had has spectra device replaced with and inflatable penile prosthesis due to erosion. No further patient complications were reported in relation to this event.